Event description:
It was that the patient was experiencing inadequate stimulation and was also having difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted ipg will not be returned as it was retained per facility policy.